Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8,h2,h3, h6, h11, the device was not returned to olympus however the reported failure was confirmed during field service inspection a root cause could not be identified. Based on the results of the investigation, the most probable cause to the malfunction is traced to component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device head broken instrument. The issue occurred during inspection for use. There were no reports of patient involvement.